Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00001: case 1, 3025141-2019-00002: case 2, 3025141-2019-00004: case 4.

Event description:
There was a development of transfer metatarsalgia. Pain was experienced. From: fixation of the first metatarsal basal osteotomy using acutrak screw. G.e. Fadel md frcs tr orth, s.m. Hussain frcs, s. Sripada frcs tr & orth, a.s. Jain frcs. Foot and ankle surgery; 1268-7731; 2007.